Manufacturer narrative:
Revision procedure is said to have occurred between last week of (B)(6) and first week of (B)(6) 2016. Concomitant medical product: articular surface fixed bearing ultracongruent (uc) left 12 mm height catalog# 42-5122-005-12 lot# 62513984; unknown femoral catalog# ni lot# ni; tibia cemented 5 degree stemmed left size f catalog# 42-5320-075-01 lot# 62461134; this report is number 6 of 8 MDR's filed for the same patient (reference 0002648920 - 2017 - 00050, 1822565 - 2015 - 02468-1, 0001822565 - 2017 - 00742, 0002648920 - 2017 - 00051, 0002648920-2017-00053, 0001822565-2017-00752, 0001822565-2017-00745, 0002648920-2017-00052 ).

Event description:
It was reported that a patient underwent a revision. During the procedure the patient developed a blood clot that migrated to the lungs.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.